Event description:
Related to MFR report # 2183959-2012-01166. It was reported that the pt had a monarc sling and another mesh graft product implanted on (B)(6) 2006. A revision surgery is planned for (B)(6) 2013 for recurrent distal cystocele, migration of the sling proximal toward the bladder neck, recurrent urinary incontinence and bulging of the bladder. Additional info received on 11/14/2013 indicated that the "banding affect" of the graft "which is known potential complication is the main contributor to the revision." The plan is "to release the two proximal arms" of the graft, leaving the graft implanted. "The monarc is no longer working well, thus the sling revision. It will be removed." No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.